Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl; cause was not known. Milk was consumed to address low bg. Recommendation was made to discuss diabetes management with a health care professional.